Event description:
It was reported that patient's right ventricular (rv) lead exhibited inappropriate shock due to oversensing. High pacing impedance was also noted. The lead was capped and replaced on (B)(6) 2024. The patient was stable.